Event description:
During the procedure, the shaft broke, the stent became stuck on the bmw wire and was retrieved. The physician removed the entire system. There was no injury reported to the patient.